Manufacturer narrative:
Additional attempts to the hospital have been made with no additional information provided. This MDR includes all event information received to date. Due to the lack of additional information and the known hospitalization, this MDR is being filed as a serious injury. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's nurse reported a patient experienced drain complications. The patient was in the hospital at the time of the call for an unknown reason. No additional information has been provided.